Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the femoral artery. The command 18 st guide wire was advanced with a non-abbott balloon catheter. The balloon was inflated at the target lesion however could not be withdrawn over the guide wire therefore both devices were withdrawn together. Outside the patient anatomy it was noted the guide wire coating was peeling at the distal end and had fallen off. No portion of the guide wire was left in the patient. The procedure was completed using another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon dilation catheter (bdc) encountered difficulty during removal over the guide wire. Analysis of the returned wire noted multiple bends on the distal core. Factors that could contribute to bends on the distal core include, but are not limited to, inadvertent mishandling, manipulation against resistance, interaction with accessory devices, and/or interaction with challenging anatomy. A conclusive cause for the noted bends cannot be determined. Bends on the wire would impact its clearance with the bdc, possibly contributing to the reported resistance during removal. Manipulation of the wire, when resistance was encountered, may have contributed to the reported polymer separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.